Manufacturer narrative:
The device was received for evaluation. Upon inspection, the shunt lumen was found to be partially severed just distal to the safety balloon/safety sleeve. The nature of the damage was clean, with no evidence of stretching or tearing indicates that the lumen was likely cut using a sharp instrument or tool. This defect resulted in fluid leakage during balloon inflation attempts. According to the user complaint, the device was inspected and confirmed to be intact prior to use. Given the absence of any defect at that stage, it is reasonable to conclude that the damage occurred during preparation or initial use in the surgical setting. The product would not have passed a standard pre-use check if the lumen was compromised at that time. The history record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. During manufacturing 100% inspection is performed to confirm that no leakage occurs while attempting to inflate the balloons of the device.

Event description:
It was reported that once the surgeon inserted the shunt into the common artery, when inflating he realized that there were two holes following the safety balloon. The device was checked prior to use. No injury was reported to the patient.

Manufacturer narrative:
The product was not received for evaluation. Review of the photos provided was not able to confirm the report. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. During manufacturing 100% inspection is performed to confirm that no leakage occurs while attempting to inflate the balloons of the device.